Event description:
When turning on sidewalk, one wheel was off concrete and three inches lower to ground causing unit to tipover. Customer landed in street. Taken to hosp, suspect broken shoulder (did not have). Suffered cerebral hemorrage and passed shortly after surgery.